Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with four infusion sets over the past year. The patient stated that the infusion set cannulas were kinked, and symptoms were noticed more than three hours after insertion. Each infusion set had been in use for less than one day and was inserted in the abdomen. One event resulted in high blood glucose, reported as high, and was treated with a correction injection. The patient replaced the infusion set and successfully resumed insulin delivery. No further information available.